Event description:
It was reported that oversensing was observed when the patient received non-sustained lead noise alert. The device was reprogrammed based on the suggestions from technical services. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.